Manufacturer narrative:
This device's allegation was not confirmed. No suspicious fault codes or resets were noted. Tachy longevity performed. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Normal battery depletion noted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). However, this device has only been implanted for three years. No additional information available. This device remains in service. No adverse patient effects were reported. This supplemental is being filed due to product investigation result received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). However, this device has only been implanted for three years. No additional information available. This device remains in service. No adverse patient effects were reported.